Manufacturer narrative:
Date returned to manufacturer. Device evaluated by manufacturer; selected an new explanation as to why not.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that patient came to the dental office in with a fractured unknown gingihue abutment, and it cut patient's tongue.

Manufacturer narrative:
The abutment returned was inspected and the fractured condition was confirmed. Visual inspection of the as received product identified that the abutment had fractured across the post. The coronal part of the fractured abutment remained in the crown. The bottom portion of the abutments appeared to be stripped, most likely due to a trephine burr. There was noticeable wear from use around the abutment hex and quick seat feature. The lot number for the abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date of this report, date received by manufacturer, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add evaluation codes.